Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a (B)(6) year old male pt, the user felt an unindented delivery of energy when the shock button was pressed to deliver energy. The complainant stated the user was not in contact with the pt at the time of this event. Complainant indicated that there was no adverse effect to the user due to the reported malfunction.